Event description:
Customer reported "cartridge failures" with their pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event and the report came from an anonymous source.